Event description:
Natrelle inspira srf implants sn (B)(6)- (B)(6) 2021 significant inflammation throughout - eyes, throat, skin, lungs, - itching, joint pain, fatigue, visit to (B)(6)- bone marrow biopsy and multiple blood tests - neutropenia, anisocytosis, reticulin fibrosis, eosinophilia, lymphocytosis - all markers that precede cases of myelodysplastic syndromes and leukemia. I was told to remove my breast implants at once - and today I am searching for a physician - the cost of this procedure stars at (B)(6). I do not have the funds for this procedure, and I am outraged at the manufacture of the breast implants for not providing a warning to advise people of the possible risks so that they can factor in these possible causes of severe disease and possible death- before making such an important decision as to implanting their products years of being sick - the doctors are not sure if after removal of the implant - if my symptoms and significant conditions with my blood cells - will improve or not. I have multiple years of blood tests after implanting the silicone breasts- showing what these implants caused with regard to significant inflammation and the damage to my blood cells and health overall. Reference report: mw5166830.